Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the common bile duct on (B)(6) 2010. According to the complainant, a jagwire had successfully been placed within the common bile duct. While attempting to backload the stent delivery system through the scope and over the jagwire, the physician felt a large amount of resistance; therefore, the physician decided to remove the delivery system. While removing the delivery system from the scope, the stent was deployed within the proximal end of the scope with 2mm of it exiting the working channel. The deployment mechanism had not been touched. The stent was removed from the scope, and the physician was able to use another wallflex stent system, along with the same guidewire, to successfully complete the procedure. There was no noted damage to the stent delivery system. Additionally, the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was estimated that the procedure was elongated by approximately 1 hour as a result of this event.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during a stenting procedure within the common bile duct on (B)(6), 2010. According to the complainant, a jagwire had successfully been placed within the common bile duct. While attempting to backload the stent delivery system through the scope and over the jagwire, the physician felt a large amount of resistance; therefore, the physician decided to remove the delivery system. While removing the delivery system from the scope, the stent was deployed within the proximal end of the scope with 2mm of it exiting the working channel. The deployment mechanism had not been touched. The stent was removed from the scope, and the physician was able to use another wallflex stent system, along with the same guidewire, to successfully complete the procedure. There was no noted damage to the stent delivery system. Additionally, the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. It was estimated that the procedure was elongated by approximately 1 hour as a result of this event.

Manufacturer narrative:
(B)(4) relates to (B)(4) for stent prematurely deployed. (B)(4) relates to (B)(4) for catheter delivery system difficult to advance. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the stent was returned fully deployed; no issues were noted with the profile of the stent. Additionally, a significant kink was noted at the guidewire access port. A .035 inch guidewire was inserted through the tip of the device and it initially did not exit the access port (due to the kink). When the shaft was straightened out, then it was possible for the guidewire to exit the access port as intended. During the reported procedure, the stent may have deployed due to the resistance felt when the physician was attempting to backload the stent delivery system over the guidewire. Therefore, the most probable root cause is being labeled as operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.